Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted and would receive a replacement pump with updated software from cts. Additionally, cts provided instructions for putting the pump into storage mode and instructed the caller to return the problematic pump to tandem using the return box and pre-paid label within ten days, which the caller understood and acknowledged.